Manufacturer narrative:
There was no ge service performed. Fault was cleared by customer. System operates as intended.

Event description:
The customer reported, the system would not process data or save images. No pt injury was reported.